Event description:
It was reported the rf (radio frequency) head does not work. The rf head was returned. No patient involvement or complications have been reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The rf (radio frequency) head would not interrogate a device due to a damaged cable. No uplink telemetry. Top cover lens is cracked.